Event description:
A power-on-reset condition (por) was reported on the day of implant. There was no known cause, though it was noted there was possible exposure to electrocautery. The reported did not have an 8840 programmer to try to clear the por, and planned to contact a manufacturer representative who did. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model: 3093-28, lot# v465541, implanted: (B)(6) 2010, explanted: na; programmer model: 3037, serial# (B)(4).